Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Device disposition unknown. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported via FDA medwatch letter (mw5086062) that during an arthroscopic rotator cuff procedure the surgeons were performing work on the left shoulder and the tip of the scorpion needle broke off. No further details were provided in the report. The report did not state whether the tip was retrieved or may have been left in the patient. The FDA medwatch letter did not contain facility or reporter information. Therefore it is not possible confirm a matching prior report in the arthrex system and no follow up is possible.